Event description:
It was reported that the device became contaminated during preparation. An icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure in the liver. While trying to flush the needle, the product was contaminated. The needle was exchanged for another of the same model to complete the procedure, and no patient complications were reported.